Manufacturer narrative:
One cadd solis vip pump was returned for analysis. The event log showed a high alarm displayed and a downstream occlusion issue. The downstream pressure test was performed. The reported problem was duplicated. The downstream sensor failed the pressure test and will be replaced.

Event description:
It was reported that a smiths medical cadd solis pump had a downstream occlusion. No patient involvement.